Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having a return of symptoms. The patient stated that they started having problems again, and they couldn't hold it. It just came out. The patient stated that when they felt the stimulation or the "shocking thing" it was on the buttock. The patient denied any falls or accidents prior the return of symptoms that could have damaged the implanted system, and the patient said that they hadn't made any therapy adjustments, because they couldn't connect the external devices to the ins. The patient also mentioned that they already consulted with their managing hcp, and were told that the hcp would do an x-ray on the implantable system to check the leads. The agent walked the patient through connecting to the ins and reviewed changing programs. Patient was able to connect and change programs. The patient was also able to increase the stimulation to a comfortable level on the bike seat area. The patient was instructed to monitor the issue and redirected to the healthcare provider (hcp) if it persisted.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps that were taken to resolve the shocking were "imaging ordered on (B)(6) 2025 xr sacrum coccyx 2 or more views." The hcp noted the issue has been resolved. They also indicated that the cause of the patient's return of symptoms was unknown and no likely cause was given. The hcp noted imaging for this issue was performed on (B)(6) 2025 and the issue was resolved. The hcp noted the cause of the patient being unable to connect the external devices to the ins was not determined and no likely cause was given. They however noted the steps taken as being "imaging to ensure correct placement of ins. Imaging was normal. Final results obtained. Pt informed of final results." The issue was reported as being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.